Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due air in the disk bag caused by improper insertion of the cassette.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an abs-10061t angel prp kit would not process blood. Whole blood was inserted into the whole blood in bag, but would not suck up into the cartridge. We tried reinstalling the kit, and pumping the bag after turning it on to help with the vacuum mechanism, but it was still not working. A new kit was opened, blood was taken from old kit and reinserted to new kit, which worked. It was found that there was a small hole in the tubing. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.